Event description:
It was reported that the insulin pump alarmed an error during the rewind process and had an unresponsive keypad. The caller did not know the blood glucose reading. The customer's sister stated that the insulin pump had stopped working. She powered up the insulin pump and received another error alarm. She noted that the act button was not responding when she attempted to clear the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with unresponsive buttons due to flattened dome switches on all the buttons. Unable to perform an error alarm test or prime/delivery test due to unresponsive keypad/buttons. The device had scratched lcd window, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, and a missing end cap sticker.